Event description:
It was noted on (B)(6) 2012 that rv pacing impedance decreased since last follow up, while threshold increased up to 2.4 v @ 1 msec. The physician ws dr. (B)(6) at (B)(6). No other additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).